Event description:
It was reported that the arctic sun device booted to an alarm 77(chiller water temperature sensor out of range ¿ high resistance). The device was off and had them power the device on. It immediately booted to an alarm 77 and the chiller temperature (t4) was shown to be reading 0c. Discussed this was indicative of an open circuit in the t4 thermistor. Requested a quote for depot service and loaner.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed t4. The device was evaluated upon receipt. T4 thermistor intermittently reading open. All connections from the thermistor to the I/o circuit card were verified intact with no opens detected. Replaced tank harness. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of this investigations, no additional action is required at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device booted to an alarm 77(chiller water temperature sensor out of range ¿ high resistance). The device was off and had them power the device on. It immediately booted to an alarm 77 and the chiller temperature (t4) was shown to be reading 0c. Discussed this was indicative of an open circuit in the t4 thermistor. Requested a quote for depot service and loaner.